Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty dp board. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a dp board component failure due to degradation associated with the age of the device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Once the investigation is complete, a supplemental report with the results of the device evaluation will be submitted.

Event description:
A user facility reported to olympus that the image was freezing, the video was in black and white and video froze on a black screen. The problem, as reported to olympus, was found on installation. There was no patient involvement associated with the reported problem.